Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 880437) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain") and migraine ("migraines"). The patient was treated with surgery (extraction of essure with laparoscopy and hysteroscopy, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and migraine outcome was unknown. The reporter considered back pain, migraine and pelvic pain to be related to essure. The reporter commented: scheduled extraction of the essure method in the operating room by laparoscopy and hysteroscopy, with bilateral salpingectomy and radiological verification of complete extraction of both devices, due to compatible symptoms reported by the patient: low back and pelvic pain, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: verification of complete extraction of both devices. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 880437) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain") and migraine ("migraines"). The patient was treated with surgery (extraction of essure with laparoscopy and hysteroscopy, with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain and migraine outcome was unknown. The reporter considered back pain, migraine and pelvic pain to be related to essure. The reporter commented: scheduled extraction of the essure method in the operating room by laparoscopy and hysteroscopy, with bilateral salpingectomy and radiological verification of complete extraction of both devices, due to compatible symptoms reported by the patient: low back and pelvic pain, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: verification of complete extraction of both devices. Lot number:880437 manufacturing date:2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 880437) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain") and migraine ("migraines"). The patient was treated with surgery (extraction of essure with laparoscopy and hysteroscopy, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and migraine outcome was unknown. The reporter considered back pain, migraine and pelvic pain to be related to essure. The reporter commented: scheduled extraction of the essure method in the operating room by laparoscopy and hysteroscopy, with bilateral salpingectomy and radiological verification of complete extraction of both devices, due to compatible symptoms reported by the patient: low back and pelvic pain, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: verification of complete extraction of both devices. Lot number: 880437, manufacturing date: 2011-07, expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.